Event description:
The device was used during a lower lobectomy. Reportedly, the instrument was difficult to open. The surgeon was able to open the device and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.